Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due the device would not cycle properly. The device would not deflate, and it was difficult to inflate. The cylinders and pump were removed and replaced. The original reservoir was kept in place. There were no patient complications.